Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Surgeon pre-drilled for a acetabular screw and put a 20mm screw. He did not get a good bite in the bone, so he opted to redrill and use a longer screw. While drilling with the drill bit he felt resistance. He pulled out the bit and noticed the tip wasn't sharp and seemed to either be ground down or snapped off. I had the scrub tech measure the bit against the others and it appeared about 5mm was missing. Surgeon washed out the wound very well and called for x-ray to make sure there wasn't any remnants in the patient. He reviewed the image and saw there was no pieces left in the patient. Radiology dept also reviewed and saw nothing. He drilled with a longer bit and put a 40mm screw in. He was happy with the outcome and believes if there was any metal pieces they were washed out completely.

Manufacturer narrative:
An event regarding crack/fracture involving a mako drill bit was reported. The event was confirmed. Method & results: -device evaluation and results: the drill bit fractured occured in off-axis overload. No material or manufacturing defects were observed on the device features examined. -medical records received and evaluation: no patient medical records were available for review. -device history review: indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there has been no other event for the lot referenced. Conclusions: the investigation concluded that the fracture of the drill bit occured in an off-axis overload. No material or manufacturing defects were observed on the device features examined. If additional information becomes available, this investigation will be reopened.

Event description:
Surgeon predrilled for a acetabular screw and put a 20mm screw. He did not get a good bite in the bone, so he opted to redrill and use a longer screw. While drilling with the drill bit he felt resistance. He pulled out the bit and noticed the tip wasn't sharp and seemed to either be ground down or snapped off. I had the scrub tech measure the bit against the others and it appeared about 5mm was missing. Surgeon washed out the wound very well and called for x-ray to make sure there wasn't any remnants in the patient. He reviewed the image and saw there was no pieces left in the patient. Radiology dept also reviewed and saw nothing. He drilled with a longer bit and put a 40mm screw in. He was happy with the outcome and believes if there was any metal pieces they were washed out completely.